Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Reportedly the customer was using humalin brand insulin, removes air from the cartridge with an empty syringe and over fills the cartridge. These are all off label insulin use.